Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the extension was explanted. The patient was alive with no injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when doctors connected the extension wires and tested the resistance intra-op, an abnormality was found. No patient complication was reported as a result of this event. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708140, (B)(4), implanted: (B)(6)2017, explanted:(B)(6) 2017, product type: extension the manufacturing site ID has been changed to 2182208 at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the event occurred during the implant operation. It was further noted the impedance testing that was performed encompassed measuring the resistance of the whole implanted system. The extension was replaced as a result of the event. It was noted the stimulator involved with the event was an external neurostimulator (ens) and not an ins as initially reported. The patient¿s indication for device use was chronic intractable neuralgia caused by herpes zoster.